Event description:
It was originally reported that the patient had stimulation from their implantable neurostimulator (ins), post implant, for ¿a while¿ than ¿lost it¿. Impedance measurements showed values of >3600 ohms on all electrodes. Exhaustive impedance check showed an open circuit with electrode #2. Follow up information received on (B)(6) 2007 reported that the patient got good stimulation after the implantation case with no symptoms noted. Additional information received on (B)(6) 2011 reported that the patient had not turned on their ins ¿in years¿. They stated that after having the ins implanted, the ¿unit went dead¿. The patient charged the device back up but it went ¿dead again¿. The patient tried for 2 months to keep it charged with success despite meeting with the manufacturer¿s representative many times. The patient ¿tired of fooling with it¿ so they just turned it off and had been off for a couple of years. The patient was to see their physician next week to discuss explantation of the ins system. The patient had no complaints against their doctor or the manufacturer¿s representative. Further follow up information received on may 5, 2011 reported that patient had their ins system explanted a couple of months ago. It was noted that the patient misunderstood the rules regarding letting the ins go dead. The patient thought that if the ins went down to zero, the ins was damaged. The patient let their ins go down to zero twice and thought they had damaged the device. The patient did not realize that the device could go down discharge ¿thousands of times¿ and that only the overdischarge conditions could damage the ins. The patient never notified the manufacturer regarding this problem. The patient noted that it was a hassle to charge the device for hours for only a few days of therapeutic benefit. In addition, it was reported that the patient usually got 4 to 5 coupling bars during recharging. The patient was told that the ins pocket from their previous ins was ¿probably a little too deep¿ to get full coupling (8 bars) for charging efficiency. The patient stated that they had stopped using the device 2 years ago, started exercising a lot, and felt that the ins was rubbing on their belt line which the led to them having the device explanted. It was reported that everything was now going well for the patient.

Manufacturer narrative:
Concomitant medical products: product ID 3999, lot# j0454616v, implanted: (B)(6) 2004. Product type: lead: product ID 3998, lot# v006732, implanted: (B)(6) 2007. Product type: lead: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 37742, serial# (B)(4). Product type: programmer, patient: product ID neu_recharger_acc. Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4)